Manufacturer narrative:
(B)(4).

Event description:
It was reported three months later that the patient complained of a nickel allergic reaction from the lead connectors once the device was removed. The patient wants another implantable neurostimulator implanted. The next day it was further reported that the patient had the ins explanted because she was having shocking sensation for the four months prior to explant. Prior to explant the patient had her stimulation turned off for 4-5 months. The device was coming thru her skin as she could grab and hold her device. The doctor wanted to keep the device quarantined until (B)(6) 2014, have it tested and then send it back to the device manufacturer for analysis. This was never done. The patient is allergic to nickel. On (B)(6) the patient started developing entire body allergic reaction. Patient had gone to urgent care and thought it was cellulitis. Both legs had developed 4-6 inches of swelling and the patient cannot walk since (B)(6) 2014. Then, the patient developed a rash all over her body in (B)(6) 2015. Additional information has been requested to find out if any additional interventions will be required and the outcome of the event. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the stimulator was explanted on (B)(6) 2014 because the patient wanted to start ketamine infusions. From what the manufacturer¿s representative (rep) understood therapy was working fine. It was noted the entire system but was supposed to be explanted but the healthcare provider (hcp) decided to explant only the generator. The patient later reported a shocking/jolting sensation and had the device explanted for this reason. No diagnostic testing or troubleshooting was performed and was not required. It was unknown if the issue was resolved or what the cause of the issue was. It was unknown if there were any patient symptoms or complications associated with the event. At the time of the report the patient was alive with no injury. The patient reported that she was ¿better¿ since explant.

Manufacturer narrative:
Analysis of neurostimulator model 37714 serial #(B)(4) showed no significant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.